Event description:
The customer reported that the system would not boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep confirmed the customer request, system will not boot. He accessed the service switch and watched the system boot. The system halted during the boot sequence while performing the file system check. The rep reloaded the software, flashed the nodes and reloaded calibration files to the system. The rep ran the system through several boot routines and fluoro exercises, to ensure operability of the system. The system operates as intended.